Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5038931) in united states on 16-mar-2015 which refers to the consumer herself of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011; the lot number used was 794898. Consumer stated that her procedure failed because both her coils migrated prior to her three month hsg (hysterosalpingogram) testing to confirm if her tubes were occluded or not; she stated that this was in 2012. She reported that also in 2012 she had to have a tubal and removal of the essure devices since her body rejected both. The physician told her he had removed everything; however as time went by she found out in 2014, that he actually did not get both devices. She still had fragments and 1 coil was in her pelvis since finding out that info she had to have two MRI's and according to the booklet it states "MRI is safe as long as the tesla is at 1.4 or below!" She stated that MRI is not safe if an essure coil or fragments were floating in pelvic area; she had imaging from when she found out the first metal still inside of pelvic area and just had another set of imaging done one day before the report, and it clearly showed the coil has moved when you compare the two sets of images. An injury was mentioned as seriousness criteria but not specified or assigned to one of the events. Ptc investigational results received on 31-mar-2015: (B)(4). Final assessment: production date: oct-2010. Expiration date: oct-2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a reported product quality issue (breakage). The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. (B)(4) further ae case reports have been received to date in relation to the reported batch, but none of the cases refer also to a similar adverse types of events. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that both her coils migrated prior to my three month hsg (hysterosalpingogram) testing (interpreted as device dislocation). After removal of the essure devices, she still had fragments and 1 coil was in her pelvis (interpreted as device breakage) and afterwards, the coil has moved (interpreted as device dislocation). The events device dislocation are serious due to medical importance and listed in the reference safety information for essure. The event device breakage is non-serious and was considered listed upon receipt of the product technical analysis. In this particular case, the exact date and mechanism of dislocation and device breakage were not known, however given their nature, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention was required. Additionally, non-serious event was reported. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs